Event description:
It was reported that a patient with a 21mm 3300tfx valve, implanted in aortic position, is being evaluated for a valve-in-valve procedure after an implant duration of 9 years due to stenosis. The patient is in cardiogenic shock.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.